Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low"; specific value not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Additionally, it was reported that the customer experienced an elevated bg of "high", specific value not provided. Cause of elevated bg was unknown. Customer delivered a correction bolus via the pump and changed pump supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.